Manufacturer narrative:
(B)(4) 2014 - the event description was left off of the original report. It has been added on this followup. After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing and smoke traces that could be related to the electrocautering during the explantation. The connection system of the pacemaker was examined mechanically. The screws and the spring elements of the lead connections were ok. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. The pacemaker was interrogated and the memory content analyzed. The analysis documented proper device behavior. The pacemaker underwent a complete electrical function test. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. The impedance measurement functions of the pacemaker were then checked. They showed no anomalies that could be related to the clinical observation. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during the test. The device was capable to provide therapy without restrictions. In summary, the device is ok and within specifications both in regard to the connection system and to the electronics. The analysis did not show any deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - bipolar pacing in the rv was not possible. A revision was performed, where the lead showed good values. The pacemaker was reconnected and, again, no bipolar pacing was possible. The pacemaker was explanted and replaced.